Manufacturer narrative:
Device evaluation: the field service engineer (fse) evaluated the device and replaced the air filter to resolve the reported event. The ventilator passed all testing and was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ventilator was alarming high pressure and then went inoperable. The respiratory therapist (rt) immediately took the patient off the ventilator and began to bag the patient. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.